Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the caller thought the patient had a stroke, not formally diagnosed, and their ability to do anything diminished regardless of their stimulator. The patient also couldn¿t use their walker to walk because they couldn¿t strain that area. It was further noted the patient¿s device was turned off prior to their death, (it was unknown if it was related to the device/therapy), because it was not doing anything for the patient anymore. The caller also mentioned that the patient had surgery on their dbs after it was implanted. The caller stated they believed it was a battery that was put it. They said they got a notification or something that stated it needed to be changed. There were no further complications reported.